Manufacturer narrative:
On 5/8/19, it was omitted to report this part of the investigation: on 5/7/19, it was discovered that no conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/07/2019, upon initial examination, it was a crease on the posterior aspect. Within the crease, was noted a tear measuring 0.3 cm approximately. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/16/19, it was reported to mentor that the date of explantation was (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/4/2019, it was reported to mentor that the replacement devices were saline mentor smooth round high profile 420cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round high profile 420cc, catalog number 3503420, serial number (B)(4), lot number 6511277. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a breast augmentation primary with saline mentor smooth round high profile 420cc and experienced deflation on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.